Event description:
The exact date of patient date is unknown; however the site reported the death as (B)(6) 2016.

Event description:
The site reported the death was not related to the enb device or index procedure.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient died of unknown cause and the date of death is not known at this time.